Manufacturer narrative:
There were multiple possible lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9049972. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-02-18. Medical device lot #: 9113917. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle penetration occurred during use with a 24g x 0.56in (0.7 x 14 mm) insyte autoguard. The following information was provided by the initial reporter, "nurse reported that catheters were very difficult to penetrate the skin and would not advance. When catheter was examined the catheter part looked to be very thick near the tip of the needle. Per customer email: I have had 2 reports of IV catheter issues. One report was on tuesday 10/8. I have the catheter, and 2 possible lot number packages. The other report happened later that evening. I have the lot number package but not the catheter. Both nurses reported that the catheter was very difficult to penetrate the skin and would not advance. I visualized the first catheter before it was retracted and the catheter part looked very thick at near the tip of the needle. The two potential lot numbers for the first catheter are 9049972 and 9113917. The lot number for the second problem catheter is 9049972, so, my guess is, the 9049972 lot number is the problem."

Manufacturer narrative:
Investigation summary: received one opened package of lot number 9049972. Received 2 top webs one from lot number 9049972 and one from lot 9113917. A note and on catheter hub assemble were also received. The catheter hub assembly is the unit from the reported complaint event. The catheter assembly was not in its original packaging and the rest of the device is not present for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Since only the catheter assembly was received, bd can examine the catheter tip for any damage or deformations that could cause a high catheter penetration force. No damage was found along the catheter tubing. After examining the catheter tip, it has been graded with a tip quality of 4 which is considered good per tip-009 and does not warrant corrective action. Other potential causes in the peura include short lie distance and incorrect lube settings. I am unable to investigate lie distance as the full unit was not received. Since the catheter was used it is impossible to determine if incorrect lube setting cause the incident. It is possible that circumstances and incorrect procedure could have caused threading difficulty. Conclusion(s): not confirmed: the root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that needle penetration occurred during use with a 24g x 0.56in (0.7 x 14 mm) insyte autoguard. The following information was provided by the initial reporter, "nurse reported that catheters were very difficult to penetrate the skin and would not advance. When catheter was examined the catheter part looked to be very thick near the tip of the needle. Per customer email: I have had 2 reports of IV catheter issues. One report was on tuesday 10/8. I have the catheter, and 2 possible lot number packages. The other report happened later that evening. I have the lot number package but not the catheter. Both nurses reported that the catheter was very difficult to penetrate the skin and would not advance. I visualized the first catheter before it was retracted and the catheter part looked very thick at near the tip of the needle. The two potential lot numbers for the first catheter are 9049972 and 9113917. The lot number for the second problem catheter is 9049972, so, my guess is, the 9049972 lot number is the problem."